Manufacturer narrative:
A ge rep evaluated the sys and replaced the fluoro functions board, reseated the generator interface board, and replaced a coin battery. The sys operates as intended.

Event description:
The customer reported the sys would not produce x-rays. No pt injury was reported.